Event description:
It was reported to boston scientific that during preparation for the procedure, the cage was found broken when it was taken out of the box. The case was completed with another zero tip nitinol stone retrieval basket. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual inspection found 1 of the 4 basket wires is broken 4 mm from the knot that forms the tip of the basket. The condition of the device, the cause of the broken wire, and a hand written note on the product label all indicate that the device has been used. The broken basket wire has a melted and burned appearance, indicating it broke as a result of being exposed to a laser or lithotrite. Additionally, one of the adjacent basket wires has the same burned and melted appearance, even though it is not broken. A review of the device history record was performed and revealed no anomalies.